Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that the impedances on electrodes 8-15 were above 10000 at .7v and when increased to 3v 8-15 showed greater than 40000. The representative reported that electrodes 0-7 were all within range. When trying to program on just 0-7 the patient felt no stimulation even when at 10.5v and a pulse width of 670. The representative stated that the implant hadn't worked in 4 years. During the replacement surgery the extension and leads were tested with the multi-lead trailing cable and the new implantable neurostimulator (ins) where it was found that the results were the same. The representative reported that one of the leads looked kinked and no x-ray was taken. The ins and extensions were replaced. Reprogramming was planned for the post-operation visit. The loss of stimulation and high impedances had not been resolved; the patient still did not feel stimulation when maxing out the ins. A possible paddle lead replacement was to be taken to resolve the issues. The indication for use was radicular pain syndrome. If additional information is received a follow-up report will be sent.